Event description:
Patient (pt) was brought into the operating room (or) for a laparoscopic cholecystectomy. Medical doctor went to use the 5mm clip applier when one or two clips will fall out of handpiece, then he would have a clip that stays, and it would work on the patient. Then next one he would go to use one or two clips will fall out again. These clip appliers usually have somewhere between 10-20 clips in each soft good. I have been getting feedback from staff and the surgeons in the last 30 days that this has happened multiple times with this 5mm clip applier. The clip applier ref# is 176630, lot # is j4j2974y and expiration date is 08/31/2027. Manufacturer response for clip, implantable, endo clip iii (per site reporter). The vendor/manufacturer was notified on [redacted]. We have not heard back from them on this investigation/issue.